Event description:
It was reported to manufacturer, by (B) (4), per letter received the end user husband called stating their hoyer left broke at the weld, his wife then fell, and when she fell her leg hit the bed frame, which cut her leg and she was taken to the ER where she needed 20+ stitches to close the cut on her leg. This was a patient owned hoyer lift, airway oxygen picked up the broken lift at end user home the same night this incident happened and replaced w/a new lifter. Patient owned lift hml400 (B) (4), and new rental lift hml400 (B) (4). Per the husband, "he states the new lift even though it is the same model has a different weld, he knows this because he was a welder for 51 years." Dealer, airway oxygen still has the lift in question. Manufacturer is trying issue RMA number to get lift back for evaluation. So far dealer has not been very cooperative.